Manufacturer narrative:
Exemption number e2015055. Four devices were received for evaluation; 4 events were confirmed during testing and were found to have a missing o-ring. One device was found to have non-stryker repair. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device had disassembly. There was no patient involvement; no patient impact.